Event description:
Reporter alleged blood glucose measured 226 mg/dl at 8:53 am compared back to back with a result of 110 mg/dl performed at 8:55 am. No actions were taken or treatment rec'd as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.